Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
B3, d1, d2a, d4 (catalog number, serial number, unique identifier), g4 (PMA/510(k) number), h4.